Event description:
On (B)(6) 2011 customer reported that the dxc 800 pro instrument generated false high sodium (na), potassium, chloride (cl), and/or carbon dioxide (co2) results for 1 patient. Customer stated that the issue is intermittent. Customer stated that when the high results were generated, the sample was repeated with more believable results, which were reported. Quality control has been within lab-established ranges. Field service engineer (fse) examined the instrument and performed preventative maintenance on the ion selective electrode (ise), and also replaced the ratio pump. Fse verified performance. No further issues have been reported.